Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure the tip of the blade broke off. Unknown if it fell into the patient or if it was retrieved. The procedure was completed with a like device with no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # t9304u. Investigation summary: the device was returned with the blade tip intact and not broken off as reported by the customer. Additionally, the tissue pad was damaged, melted, not all present, and a portion was not returned. The device was connected to a test handpiece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.